Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was 229 mg/dl at the time of the incident. It also stated that insulin pump turned off and insulin pump passed the self test. The customer was advised that insulin pump need to be replaced and revert to the back up plan. The insulin pump will not be returned for analysis.